Event description:
The pt was admitted to the hosp in a coma. The pt's insulin pump was indicating an "07" alarm. The cause was traced to a spent electric battery. The nurse was calling for info regarding the pt's insulin therapy and was instructed to call the pt's treating physician. The nurse stated that the pump did not cause the pt's medical problem. Pt was eventually discharged.